Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 7 atmospheres for 2 seconds, the balloon ruptured near the balloon shoulder. The device was removed, and a pinhole was noted. The procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.